Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 31, 72, and 47 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and self treated with food and milk. No other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.